Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was completed on (B)(6) 2017. Interrogation of the device revealed the pump had been programmed to deliver 10.0 mg/ml of remodulin at 0.064 mg/day in minimum rate infusion mode. Analysis of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper and lower shafts of gear number two. Analysis also identified damage to the motor o-ring, and identified a couple areas on the internal pump tube where the tubing was narrowing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. It was indicated the patient was involved in a delivery for pulmonary arterial hypertension (pah) clinical study. It was reported the patient's pump was replaced on (B)(6) 2017. It was indicated the pump was replaced due to "expected battery reaching eri (elective replacement indicator)." It was further indicated that the reason for infusion device removal was "prophylactic removal of pump to avoid in-vivo battery depletion." It was indicated the device was used with/in the patient for treatment, and there was no patient death. The patient recovered without sequela. There were no rotor or dye studies performed. The pump was returned to the manufacturer for analysis on july 17, 2017.